Event description:
It was reported that a patient was having a magnetic resonance image (MRI) done for neurological symptoms. It was stated that these were new symptoms that started a few months prior to the report and included loss of memory, loss of coordination, and sometimes loss of control of the legs. The pump was infusing clonopine, sufentanil, and dilaudid (hydromorphone). Additional information received reported that patient received assistance form their health care provider at a hospital for a special surgery and their concerns were resolved. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11029r47, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Review of this MDR determined there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. (B)(4)